Event description:
The pump was returned for investigation. Investigation revealed an internal motor failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was unable to rewind due to a call service alarm. The pump was opened and an internal motor failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).